Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 84,000 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced a combination of oil gel globules, gel smearing, and erroneous results. It was not specified whether all 84,000 product defects experienced each listed defect, (oil gel globules, gel smearing, or erroneous results), or the number of defective devices references occurrences of an individual defect. The following information was provided by the initial reporter: the sst ii tubes are used for biochemistry and the gel is sticking to probe when sample is aspirated by biochemistry analyzer au5800 of beckman coulter brand.

Manufacturer narrative:
The following information has been updated: date of event (B)(6) 2019. Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer; 2019-10-16.

Event description:
It was reported that 84,000 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced a combination of oil gel globules, gel smearing, and erroneous results. It was not specified whether all 84,000 product defects experienced each listed defect, (oil gel globules, gel smearing, or erroneous results), or the number of defective devices references occurrences of an individual defect. The following information was provided by the initial reporter: the sst ii tubes are used for biochemistry and the gel is sticking to probe when sample is aspirated by biochemistry analyzer au5800 of beckman coulter brand.

Event description:
It was reported that 84,000 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced a combination of oil gel globules, gel smearing, and erroneous results. It was not specified whether all 84,000 product defects experienced each listed defect, (oil gel globules, gel smearing, or erroneous results), or the number of defective devices references occurrences of an individual defect. The following information was provided by the initial reporter: the sst ii tubes are used for biochemistry and the gel is sticking to probe when sample is aspirated by biochemistry analyzer au5800 of beckman coulter brand.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Evaluation/testing of the customer samples was performed and gel smearing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.